Manufacturer narrative:
Testing was performed on the remaining product from the same lot that generated the false negative result (customer returned these unused cassettes). The results from this testing were within aceptable range; the customer reported results were not replicated there is no definitive cause for this event.

Event description:
Customer reported a false negative hcg result from their status+ instrument however a faint line that was visibly observed prompting repeat testing of the same sample on the same analyzer which returned the expected true result - positive for hcg there is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested customer provide instrument files. The customer is operational. The cause of this event is unknown.